Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume was observed to be too low. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer was informed that the oxygen supply, gas circuit, and air-oxygen flow sensor needed to be checked. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer had not provided the device diagnostic report (drpt). The customer refused the repair by philips, so no additional information was available regarding further troubleshooting of the issue and customer oxygen source setup, part replacement, and resolution. Additionally, the customer did not provide the asp with any patient information from the time of the event. Due to the customers refusal of service, philips is unable to confirm the final disposition of the device. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).